Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to prolapsed bladder, bowel and vagina with concurrent complete hysterectomy. It was also reported that following insertion the patient experienced pain, bowel problems and obstruction, and a-fib. It was further reported that patient underwent mesh removal on (B)(6) 2007. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2002, mersilene mesh was implanted concurrently with abdominal bilateral salpingo-oophorectomy. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.